Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a low out of range shock impedance measurement of 0 ohms. The system was tested with a one joule shock which was delivered successfully with no abnormal measurements. A review of the system data indicated the low shock measurement may have been due to electromagnetic interference. No changes were made and the ICD remains implanted and in service. No additional adverse patient effects were reported.